Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead was difficult to find adequate location. Repositioning was attempted; however, the physician could not find any good readings. The lead was not used.